Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly and failed battery test. Customer's blood glucose level was 123 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised when they inputted their blood glucose into the device the numbers scrolled and the battery was stuck. Customer removed the battery and reinserted it into the insulin pump. Customer advised the buttons were unresponsive when pressed. Troubleshooting for failed battery test was performed. Customer advised they replaced the battery on the device but the issues remained. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.